Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause was determined to be use related. The products returned for evaluation were one 0.018 in. Guidewire in a plastic hoop and one 21 g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. The weld tip of the wire was missing and could not be accounted for during the evaluation. Also, biological material was seen on the wire and within the introducer needle which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ an examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rect1111 showed no other similar product complaint(s) from this lot number.

Event description:
It wa s reported : "pose a midline in the recovery room. After the puncture of the vein basilica without any difficulty, it was not possible to advance the guide in the vein. Upon removing the guide from the needle, in order re-orientation of the guide, the guide was blocked inside the needle. In such situation, usually, we remove the needle and the guide but for this case, the needle removed without problem but the guide remained blocked inside the patient's arm and upon each attempt to retrieve the needle, it disintegrated. After an incision and dilatation of the puncture site, the dr. Tried to remove the guide again but it broke. An arm radio was made that showed the piece of 2.5 cm deep. The patient will be taken to the block by the surgeons for excision of the piece."

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect1111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported : "pose a midline in the recovery room. After the puncture of the vein basilica without any difficulty, it was not possible to advance the guide in the vein. Upon removing the guide from the needle, in order re-orientation of the guide, the guide was blocked inside the needle. In such situation, usually, we remove the needle and the guide but for this case, the needle removed without problem but the guide remained blocked inside the patient's arm and upon each attempt to retrieve the needle, it disintegrated. After an incision and dilatation of the puncture site, the dr. Tried to remove the guide again but it broke. An arm radio was made that showed the piece of 2.5 cm deep. The patient will be taken to the block by the surgeons for excision of the piece."